Manufacturer narrative:
The returned device was evaluated and the pod was received with the formed needle visible in the exposed portion of the soft cannula and with the distal tip of the soft cannula damaged. The formed needle did not retract after opening the pod. Inspection of the internal components found the formed needle to be unseated from the slide retract. Signs of damage were found on the formed needle and slide retract indicating that the formed needle had been incorrectly installed into the slide retract. The incorrect installation resulted in the formed needle becoming unseated during needle mechanism deployment and prevented the formed needle from retracting afterwards. Fluid flowed freely through the fluid path though the soft cannula was damaged. It could not be determined when the damage to the soft cannula occurred. Investigation of the download data from the returned pod confirmed the generation of a 0x10 interruption/reset hazard alarm. Rerun of the pod did not produce the 0x10 hazard alarm. Inspection of the pod found no damages or manufacturing deficiencies that would cause a 0x10 alarm to be generated. The cause of the hazard alarm could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported while a patient had worn a pod for less than an hour the patient received an alarm. The patient removed the pod from the infusion site and noticed the pods needle had not retracted upon initial activation.